Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated at the safety clamp in the pump during use. The following information was provided by the initial reporter: "tubing is seperating at safety clamp in pump."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 18-jan-2023. Investigation summary: the customer reported separation at safety clip, and returned one opened and 8 unopened samples. The 9 samples were tested, and only the opened one verified the complaint. The opened sample was returned already separated. The representative unopened samples did not have any failures. The root cause for the separation at lower fitment is traced to insufficient solvent applied during assembly. Device history record review for model 2426-0007 lot number 22079291 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set tubing separated at the safety clamp in the pump during use. The following information was provided by the initial reporter: "tubing is seperating at safety clamp in pump".